Manufacturer narrative:
The additional absolute device referenced in b5 is filed under separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the severely calcified anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported thumbwheel difficulties and the reported difficulty deploying the stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a severely calcified lesion in the right iliac artery. The lesion was accessed via the left groin therefore a cross over technique was used to advance the 6.0x80mm absolute pro self expanding stent system (ses). During an attempt to deploy the stent, difficulty was noted while turning the thumbwheel; however, the stent was deployed. The 7.0x40 absolute pro ses was advanced for further treatment. During an attempt to deploy, the thumbwheel was difficult to turn and could not be turned anymore. At this point, the stent was partially deployed and it was not possible to retract the ses. The ses was rotated and retracted and the stent released from the introducer. The stent was deployed; however, it was not in the intended location and noted to be damaged due to the manipulation. As the damaged stent was not deployed in the iliac, a third 6.0x120 absolute pro stent was successfully used to make space for an acceptable vascular flow in the iliac, where the damaged stent was placed. A clinically significant delay was noted due to the required manipulation. Additionally, due to the manipulation in the iliac, an embolization was noted in the distal profunda after the second absolute pro stent was deployed. Heparinized treatment was performed to treat the embolization. No additional information was provided.